Event description:
During orif procedure of comminuted tibia fracture, a screw bit was drilled within the proximal tibia and broke within the tibia. The surgeon kept the drill bit intact as removing it would cause more harm, as he would have had to remove the plates and screws, causing instability within the fracture. Intentionally retained fb disclosed to patient by surgeon.